Manufacturer narrative:
E1 - (B)(6).

Event description:
It was reported that the procedure was cancelled. A ce rotablator was selected for use. During preparation, it was found that the device failed to switch between high and low speed. The procedure was not completed due to this event. There were no patient complications.